Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficult device removal was not confirmed. Analysis of the returned device revealed that a posterior cuff miss occurred during needle deployment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 5fr sheath, after a diagnostic procedure. Reportedly, the device was not easily removed from an obese patient. It was eventually removed without injury to the patient. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a five minute clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.